Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe the plunger was damaged. The following information was provided by the initial reporter: this is a report about a broken plunger rod of syringe. According to the customer's verbatim report, when the plunger cap was removed, the plunger rod end was found to be broken.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe the plunger was damaged. The following information was provided by the initial reporter: this is a report about a broken plunger rod of syringe. According to the customer's verbatim report, when the plunger cap was removed, the plunger rod end was found to be broken.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 14-jun-2022. H6: investigation summary: customer returned a single 0.3ml syringe. The syringe was visually inspected. The plunger rod was found to have broken off towards its base. The thumbpress of the plunger rod is missing entirely. No surrounding parts of the syringe have been damaged. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, embecta was able to confirm the customer¿s indicated failure of the plunger rod being broken. A definitive root cause cannot be determined. H3 other text : see h10.